Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, this case is speculated that due to the user's handling, the cable was stressed unexpectedly and was disconnected, so the image was no longer generated due to poor communication.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing, the subject device had loose contact. In the evaluation of olympus (B)(4) the following was confirmed, no picture when moving the camera cable. Cable break at connector plug. There was no report of patient injury associated with the event.